Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported erbe activation errors. The technical service engineer (tse) viewed system logs and confirmed c-42 errors. Also, tse suggested power cycle the system and generator. The customer stated that they attempted to power cycle, but the errors returned. There was no report of any injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionally was checked, and no error codes populated after warming up and it did power on without errors. Initially the customer unplugged and plug all cables at least twice. Then called for technical support after second attempt. Technical support suggested for us to shut the system down and restart (error code remained). Furthermore, technical support suggested turning system off and switching all breakers off to all equipment and restart. After following these suggestions, the system still gave error code and technician deemed that the equipment error code would not allow to proceed with the procedure on this robot. Also, generator unit was replaced but due to the time for service tech to replace the generator the surgeon decided to cancel the procedure. The patient was under anesthesia. Physician opted not to do traditional laparoscopic surgery and decided to cancel the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure c-0 error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-42.